Event description:
It was reported that the insulin pump had an unresponsive keypad. The numbers kept going up non-stop. The customer's blood glucose was 323 mg/dl which was treated with a bolus. The customer stated that their blood glucose was high due to being disconnected form the insulin pump. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No unexpected ramping display during testing. Also, the device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.